Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The company representative reported that a revision of a stryker hip would take place.

Manufacturer narrative:
Corrected information has been provided in the following sections: no event therefore no device to be returned. It was discovered after the initial emdr was submitted that there was a communication error and that this event did not take place. Therefore, this complaint is being canceled.

Event description:
The company representative reported that a revision of a stryker hip would take place.